Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 2 of 3. Reference MFR report #: 1627487-2017-00218 and 1627487-2017-00294. Follow-up revealed the patient is doing better. Further device information has been included. Therefore, an additional report was included pertaining to the event.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient has two leads but the lead information is unknown. Device 2 of 2. Reference MFR report #: 1627487-2017-00218. It was reported ((B)(6)) the patient jumped out of the window one day after the implant procedure and broke the backbone of l2/l3 and braided tibia. The dbs is not enabled. Follow-up revealed the patient was admitted to the hospital but did not require surgical intervention.